Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support confirmed the event and an x-ray was performed and no anomalies were observed. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.